Manufacturer narrative:
Based on the data provided, a specific root cause could not be determined. A general reagent issue was not suspected as qc data was acceptable. Analyzer alarms indicating "abnormal sample aspiration" were noted in provided data, which indicate a general issue with the sample due to preanalytics, the sample volume, or the sample tubes used by the customer. Other possible causes include issues with sample quality or analyzer maintenance.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable elecsys estradiol iii assay results for one patient sample. The initial result was 8.90 pg/ml and the repeat result was 7.84 pg/ml. On (B)(6) 2016, the sample was repeated with results of 23.57 pg/ml and 20.45 pg/ml. A new sample was taken from the patient and the result was 33.30 pg/ml. The erroneous result was reported to the physician. The patient was not adversely affected. The reagent lot number was 145434. The expiration date was requested but was not provided.